Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the access port kit was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted bilateral nipple-sparing mastectomy procedure, the clamp latch on the access port fragmented, resulting in rapid loss of insufflation. An intuitive surgical, inc. (Isi) clinical development engineer who was present for the procedure stated that the clamp latch broke, and the piece was broke external to the patient. No fragment fell inside the patient. There was no secondary injury to the patient. No instrument came in contact with tissue during the event. A back-up access port kit was used to complete the procedure.